Event description:
It was reported that the s/5 pt monitor had no audible alarm tones. The issue is recurring and appears to be a device malfunction. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The device manufacture date is unk.